Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the access site. Manual pressure was held and a fem stop was placed. The patient also experienced positioning issues, bradycardia, and cardiac arrest. The device was repositioned and a pacer was placed. The patient expired on impella support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the cardiac arrest was not determined due to insufficient clinical details. The cause of the bradycardia was unable to be determined due to insufficient clinical details. The cause of the hematoma was not determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.